Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe 10cc s/t wos sterile water bns had plastic debris of plunger was stuck between the plunger tip and inner wall of the barrel, resulted in leakage, which leaded to no water inside syringe upon opening the package

Manufacturer narrative:
Corrected information: date received by manufacturer 2018-12-16 was changed to 2019-01-04.

Event description:
It was reported that a bd¿ syringe 10cc s/t wos sterile water bns had plastic debris of plunger was stuck between the plunger tip and inner wall of the barrel, resulted in leakage, which leaded to no water inside syringe upon opening the package.

Manufacturer narrative:
Investigation: one syringe was received; however, since the reported issue was previously investigation, no further investigation is required. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The following investigation was previously performed. After exhaustive review of the assembly process, it was concluded that the damage found in the barrel was caused due to improper setup of the silicone gun used to spray medical grade silicone inside the barrel. If the silicone gun is setup loose, it could contact and damage the barrel during processing.

Event description:
It was reported that a bd¿ syringe 10cc s/t wos sterile water bns had plastic debris of plunger was stuck between the plunger tip and inner wall of the barrel, resulted in leakage, which leaded to no water inside syringe upon opening the package.